Event description:
As reported to coloplast, the vaginal stent was "defective and something inside of it broke."

Manufacturer narrative:
One vaginal stent device was received for evaluation. Final evaluation results are in-process, and any additional information will be provided in a follow-up report, if appropriate.